Event description:
It is reported that the pt is experiencing a swollen knee. It is noted that the pt underwent a lymphatic drainage on (B)(6), 2013.

Manufacturer narrative:
This report will be amended when our investigation is complete.